Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that rep was having difficulty charging and reported poor coupling with recharging. Rep said patient needs to charge his implant and rep is not getting any coupling bars. Rep then used antenna locate feature and eventually got 6 bars. Rep said patient reports gradual decline of recharging efficiency, there was no real time frame when the issue occurred. It was suggested that rep used a different recharger if possible to assess. Also discussed potential for recharger antenna to go bad if equipment has not been replaced for a long time. Patient is recharging now. Troubleshooting resolved the issue. No patient symptoms or complications were reported in this event.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the cause of the charging difficulties and poor coupling was the antenna locate feature was used to find a better spot over the ins and all eight bars were achieved. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.